Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of a 6.1 x 5.9 cm abdominal aortic aneurysm in 2001. Pre-implant aneurysm and vessel morphology are unk, it was reported that there was an unspecified endoleak that was successfully repaired. A computerized tomography (CT) scan performed in 2003 demonstrated expansion of the aneurysm to 7.0 x 6.8 cm from 6.9 x 6.3 cm as compared to 2002; however, there was no evidence of endoleak. The decision was made to explant the device and convert the pt to open surgical aneurysm repair. During the explant the device and convert the pt to open surgical aneurysm repair. During the explant procedure, the physician noted fresh clot in the aneurysm sac, and the device appeared to be firmly attached to the pt's tissue. No clinical sequelae were reported, and the pt is reported to be fine. The explanted stent graft has been received by medtronic ave, and its analysis is pending.